Manufacturer narrative:
The complaint is not confirmed. The pressure sensors were verified and were found to be working fine. Additionally, the unit was put into a burn-in test and no malfunction was observed. The escalated pressure is potentially caused by the build up of pressure on the cassette bladder.

Event description:
On 09/07/2021, it was reported by a sales representative via sems that an ar-6480 dualwave pump escalated in pressure and started malfunctioning. This was discovered during use in an unspecified procedure. Rep contacted on 9/8 for info on case completion and patient effect, follow-up scheduled for 9/15. Additional information: rep did not return contact after 3 attempts.